Event description:
It was reported that the patient was complaining about pain in his back. The reason was that a screw had broken in the patient. It did add time (>10min) to the case.

Manufacturer narrative:
This report will be amended when our investigation is complete.